Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) underwent a replacement surgery, as this device was no longer functional. Surgeon suspects the performance issues were related to device fluid loss; however, this was not confirmed during the surgery. All components of the existing ipp were removed and replaced with a new one.